Event description:
The following has been reported: nurse reported : started leaking at the cassette. - patient injury/adverse reaction : no - medical intervention required : no - stopped active infusion : yes - incident type : leak - occurred : during infusion on primary line - drug used : saline - action taken : new set up and fluids, delayed care. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the priming process, liquid drops were coming out of the ivenix unit from the secondary port. The kit could not be installed on the ivenix infusion system machine due to the mentioned defect. A microscopic examination was performed, and a crack was observed at the secondary port due to an over insertion of the valve activated luer. An underwater leak test was performed, and it was observed that bubbles came from the secondary port confirming the leak. The customer complaint is confirmed. The probable root cause could be related to an overinsertion of the secondary port, causing a crack leading to leaks. An internal investigation was opened for this issue. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24j21246 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.